Manufacturer narrative:
(B)(4). This report is to capture two of two known patients with a sensor wire stuck inside their body.

Event description:
It was reported that an adverse event occurred. The reporter indicated that they had heard from their dermatologist that the dermatologist had removed the sensor wire from two patients who had the wire stuck inside their bodies. The patient's information was not provided. This is being reported because the patient sought medical attention to have the sensor wire removed. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.